Manufacturer narrative:
Initial MDR was submitted with incorrect description: "service and repair of the a1114a/ standard infinity skull clamp found lock having both rotational and lateral movement." Correction: service and repair of the a1114a standard infinity skull clamp found lock was missing pins.

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the plunger stud and cap missing; the lock had both rotational and lateral movement with residue buildup present. New components were added to replace worn internal part. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1114a/ standard infinity skull clamp found lock having both rotational and lateral movement.